Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. An occlusion was observed and the lead physician was not able to reposition the lead. A new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.